Event description:
A talent stent graft system was implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 5.2 cm at the time of implant. The patient has a history of stenosis issues prior to stent graft implant. The physician performed an endarterectomy at the time of implant prior to stent graft implant. The vessel morphology at the time of implant was reported as moderate to severe iliac limb stenosis prior to stent graft implant, and moderate tortuosity. Currently, the patient had leg pain. The physician inserted a fogarty catheter and there was an occlusion of the ipsilateral iliac limb and partial occlusion of contralateral limb. The physician treated the patient with thrombectomy implanted, bilaterally; bare metal balloon expandable stents to open the stent grafts; however, the ipsilateral side blood flow was not restored. The blood flow on the contralateral side was successful. The physician performed a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (pre-existing condition; patient has a history of moderate to severe iliac stenosis). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; patient has a history of moderate to severe iliac stenosis).